Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received questionably high ise results for 7 patient samples, which were lower when repeated. Results for 7 patient samples were provided; only 2 were discrepant for potassium. The samples were initially run from aliquots of the primary sample tubes. Repeat testing was performed on the primary sample tubes. Sample 1, initial result gave 4.7; repeat gave 3.9 mmol/l. Sample 2, initial result gave 5.1; repeat gave 4.0 mmol/l. Patients were not affected as no erroneous results were reported outside of the laboratory. Potassium electrode lot number was not provided. The field service representative found contamination in both dilution bath assemblies causing salt bridges. He cleaned/lubricated both ise dilution bath assemblies. To verify analyzer performance a precision study, calibration and controls were run with all results acceptable.